Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. An evaluation is in process.

Event description:
The customer observed erratic sodium results and erratic low quality control (qc for sodium, chloride, and potassium) values while using the architect c16000 analyzer ict module. The following data was provided. The customer uses normal range 136 to 145 mmol/l. Initial 108 mmol/l, repeat 136 mmol/l. During analyzer inspection, a leaky nozzle was found. After the nozzle was replaced, sodium results were no longer erratic. No impact to patient management was reported and no injury or exposure were reported due to the leaking nozzle.

Manufacturer narrative:
An abbott field service engineer (fse) was dispatched to the account and found a leaking cuvette washer nozzle. The fse replaced a nozzle [nozzle pair #6, water blank part 2-89267-01] to resolve the issue. The analyzer was returned to normal operation. Evaluation of the customer issue included a complaint text review, a search for similar complaints, device history review, instrument log review, instrument service review, and labeling review. The product was not returned. No adverse trend was identified for the customer issue. Device history review did not identify any issues that may have caused the customer issue. Log review did not identify any issues that contributed to the customer issue. Service history review identified no contributing factors to the customer issue. Labeling was reviewed and found to be adequate. Based on all available information and abbott diagnostics evaluation, no systemic issue was identified, and no product deficiency was found.